Manufacturer narrative:
Follow-up # 1 date of submission 01/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:a visual inspection of the pump revealed that the cartridge compartment was cracked at the threads. Unrelated to the complaint, the display screen was dim and discolored. The bolus button was also intermittently unresponsive.

Event description:
On (B)(6) /2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The patient stated that the cartridge cap was not staying fastened on to the pump. The patient stated that this cause blood glucose levels to lower to 70 mg/dl with no symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.